Manufacturer narrative:
Dates of death, event, and implant: dates estimated. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report death. It was reported through a research article that from 2011 to 2015, 13,575 patients underwent percutaneous mitral valve repairs using the mitraclip. Over the five year period, the mitraclip may have contributed to death. Details are listed in the attached article, titled ¿incidence and in-hospital safety outcomes of patients undergoing percutaneous mitral valve edge-to-edge repair using mitraclip: five-year (B)(6) national patient sample including 13,575 implants.¿ no additional information was provided.

Manufacturer narrative:
The devices were not returned for analysis and a review of the lot history record review could not be performed as the part and lot information regarding the complaint devices were not provided. Based on the information reviewed, and due to the limited information available (article based on multiple individuals with no specific information regarding the individual patients), a cause for the death cannot be determined. The reported patient effects of death, as listed in the mitraclip system instructions for use, is a known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling. Article titled, "incidence and in-hospital safety outcomes of patients undergoing percutaneous mitral valve edge-to-edge repair using mitraclip: five-year german national patient sample including 13,575 implants". (B)(4).